Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/18/2016 medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient was origionally implanted with asr and was revised ((B)(4)). All competitor products were placed at revision-depuy stem left from (B)(6) 2008 doi. The patient suffered dislocations and a failed cup and was revised on (B)(6)2013 (depuy femoral head was placed at revision). The patient then underwent another revision on (B)(6) 2013 for suspected infection (infection was negative) the depuy head was revised ((B)(4)). The patient again showed signs of infection and all implants (only depuy head and stem) were removed on (B)(6) 2013. The cultures came back negative so the patient was reimplanted on (B)(6) 2013. A doi was provided for the stem and dor for head/stem. There is no new additional information that would affect the existing investigation.

Event description:
The patient's medical records were received. Records indicate the patient was revised to address a suspected infection. It was confirmed at the time of revision the patient was not infected. Previous patient fact sheets indicated the patient underwent I&d's to address infection but there was no indication at that time components were revised. At this time the patient's head and stem are being reported as the complaint is legal and infection is alleged in the patient fact sheet.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).